Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (b30 error) was not confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation. It is likely, a b30 error code occurred, due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or defective components including ic (integrated circuit) chip and capacitor mounted on the electric circuit board. However, a conclusive root cause could not be determined. The device¿s operation manual provides the following warning, which may help to prevent the issue: "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system: confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is coming out from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities". In addition, service found the adhesive on the bending section cover was chipped. And there were scratches on the protector of universal cord on control section side, the switch button #2, and the switch button #3. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that the subject device displayed a b30 error code (scope communication error). The intended procedure was completed. There was no patient or user injury reported due to the event.